Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision monitor experienced intermittent display issues. Review of the system log file showed that the connectivity issue with the computer. Upon troubleshooting fse found that the flex vision monitor displayed no image. To resolve the issue, fse reseated the flex vision pc cable. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was intermittently unable to display, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.